Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, evidence of moisture was found behind the display lens and in the pump. The display screen was blank. The battery compartment and display lens were found to be cracked and the pump failed a leak test. The battery compartment and battery cap had damaged threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed evidence of moisture in the pump, a display failure, damage to the battery compartment, damage to the display lens, and damage to the battery cap. This report is made based on results of investigation completed on (B)(6) 2014. There was no adverse event associated with this complaint.